Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the reported complaint. A visual inspection was performed and the unit was in good condition. The illuminator was installed into a printed circuit assembly system and it failed to power on. The complaint is being reported due to a da vinci system malfunction rending the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted prostatectomy procedure, the customer was not able to get the illuminator to turn on. The customer tried to power cycle the vision side cart breaker but that did not resolve the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to use a third party light source to complete the procedure. There was no report of patient harm, adverse outcome or injury. Isi followed up and obtained the following additional information: the customer used a luxtec 9300 xdp third party light source to complete the procedure. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the illuminator. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.